Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer powered up with a blank black screen and an error code and cursor in upper left corner due to the mpu (main processor unit) printed circuit board assembly. Analysis also found both keyboard hinges were broken and the left antenna was found out of electrical specification. (B)(4).

Event description:
It was reported a blank screen with a cursor in the upper left corner has come up with multiple power ups. The programmer was returned for repair. There was no patient involvement.